Event description:
The customer obtained falsely high troponin I serum results repeatedly on a pt sample. The results were reported to the physician, and as a result, the pt was kept for observation and an ECG performed. This sample was retested using heparin (as indicated by the instructions for use), and the results were negative. Elevated results of this magnitude might lead to inappropriate physician action. There was no report of pt harm as a result of this event.